Manufacturer narrative:
Additional product code: hsz. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. No non-conformance reports were generated for this lot. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The procedure was successfully completed and the surgeon was satisfied with the results. This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).